Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the black box and alarm history showed no evidence of a call service 128 alarm. Evidence of a short battery life was illustrated with and 8 count voltage drop leading to a call service 128 alarm. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the cap. A leak test failed due a battery compartment leak. The ez-prime steps were performed correctly, and the sleep current reading was above specifications. The short battery life was duplicated, and no call service 128 alarm occurred during the investigation. The call service 128 complaint was unable to be duplicated. The pump¿s cover was removed to find further moisture corrosion to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.